Event description:
Pregnant pt had been given pitocin to induce induction on (B)(6) 2010 in the evening with the b braun infusomat IV pump without inducing labor. The am nurse on (B)(6) 2010 started the pitocin as ordered at approximately 7:44am -(B)(6)- at 2un/hr. The nurse used the same pump as the night before and did not change the tubing set in the pump, however, just reprogrammed the pump to reflect the 2un/hr rate. The nurse spiked and hung a new bag of 500ml ivpb containing 30un of pitocin. The nurse programmed the pump to run the pitocin at 2un/hr, started the pump, stayed with the pt for a few mins and then left the room. Approximately 15 min later, the pt called out in pain for the nurse. When the nurse entered the room, she noticed that the pitocin bag was empty. The nurse pushed the stop button on the pump, clamped the line and immediately removed the pump from the room as is. The pt was given medication to reverse the contractions and the pt felt relief. No emergent c section was needed. The pump was examined approximately 1 hr later and it was found with the pump door closed and the tubing set loaded in the appropriate chamber. The integrity of the set or if the tubing set was loaded correctly was not examined. The pump was never used again and sent to b braun for review. It appears that the total dose infused over about 15 mins, even though pump settings were accurate. The pump somehow free flowed without the pump alarming the nurse. Dose or amount: pitocin 30un/500ml; route: IV. Dates of use: (B)(6) 2009 -- (B)(6) 2010. Diagnosis or reason for use: induction. Event abated after use stopped or dose reduced: yes.